Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 30 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding, abscess and fistula. No further patient complications were reported.